Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the lead revision status, however; no response was received. If additional information is received, the case will be updated and reported accordingly.

Event description:
It was reported that this newly implanted right ventricular (rv) lead had dislodged. The lead was successfully implanted the day prior, confirmed by imaging. The lead dislodgement was discovered prior to the patient being discharged. A revision procedure has been scheduled for next week. It is unknown if the patient remains in the hospital waiting for the revision procedure. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted right ventricular (rv) lead had dislodged. The lead was successfully implanted the day prior, confirmed by imaging. The lead dislodgement was discovered prior to the patient being discharged. A revision procedure has been scheduled for next week. It is unknown if the patient remains in the hospital waiting for the revision procedure. At this time, the lead remains in service. No adverse patient effects were reported.